Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed a broken fastener. The subject device was returned for evaluation. During the sample evaluation, the remaining five (5) fasteners were deployed successfully without issue. There is no indication the device would have deployed broken fasteners. No manufacturing anomalies were found. The sample was found to function as intended during simulated use testing. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use (IFU) supplied with the device states, "the optifix¿ absorbable fixation system should enter and exit the trocar easily without excessive force. The use of too much force could damage the instrument. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress hand-piece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity.." Sample evaluated.

Event description:
As reported by the customer contact, during an unspecified procedure on (B)(6) 2021, the bard/davol optifix straight fixation device deployed a broken fastener. There was no reported patient injury.